Manufacturer narrative:
The knife was disposed at the facility and it is not available for evaluation. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a user facility in the (B)(4) indicated that a dull blade made it difficult for the surgeon to make an incision causing an abrasion on the corneal surface. The patient was prescribed antibiotics and a follow up visit. Further information indicated that the patient has fully recovered.